Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an acl graftlink surgery the device tore at the suture-rt button interface on the femoral side. The device failed on final re-tensioning, after the graft had been pulled into both femur and tibia and abs button was secured on tibia. The surgeon pulled quite hard on the tibia side tightrope tensioning strands, at this moment the tightrope on the femur side tore. Two long white suture strands were left over on the femur side and the abs tightrope was still in tact and the graft remained in the joint. Surgeon was able to tie a knot over the rt button for some fixation and then put a 7x20mm screw into am portal of femur to assure graft was secure and properly tensioned. Per complaint reporter there was no harm for patient, operator or third party. It was not necessary to do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.